Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic incisional hernia repair, the device had difficulty loading the reload onto the handle while tacking the mesh over the hernia defect. The device was fired first 10 times and then when went to reload it was unable to be reloaded. The fired tacks was able to penetrate and hold the tissue correctly. Another tacker was opened and used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the instrument timing was disrupted. The handle was actuated and the instrument cycled, however a reload cannot be loaded due to the disrupted timing. Additionally the unit was unable to articulate due to a broken articulation knob. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation of the unit during use. Replication of the broken articulation knob may be due to excessive manipulation of the device, in this case over torquing of the knob. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.